Manufacturer narrative:
Device was received with corrosion observed on the mechanism spring. During the investigation, an internal leak was found in the fluid path due to a tear in the soft cannula. This leak caused fluid to accumulate in the pod and resulted in the observed corrosion. Fluid leaking from the intended fluid path is confirmed to have caused improper insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the patient's blood glucose rose to 20.5 mmol/l (369 mg/dl). The pod was worn on the patient's leg for between 4 and 24 hours. As treatment, 8 corrections were delivered and a new pod was applied.